Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing pump stoppage and "red heart" alarms. Log file review was requested by the manufacturer and information was relayed back to the hospital confirming a pump stoppage with clusters of low battery advisories. The system controller was exchanged in a troubleshooting effort. As a precautionary measure, the manufacturer shipped an ungrounded cable. Two days later, on site, the manufacturer's technical service personnel performed a continuity test on the percutaneous lead which passed inspection. Rescue tape was applied on the lead.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.